Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned, no investigation could be performed and mmdg is not able to confirm the complaint.

Event description:
The initial reporter stated that the administration set free flowed while it was being prepared for infusion. Mmdg followed up with the initial reporter, who stated that the administration set had free flowed while it was being prepared for infusion. They stated that the medication leaked onto the floor, and that the event did not have any patient impact. (B)(4).